Event description:
Surgeon removed proximal and distal components due to a fracture of the proximal component. It is not known whether the fracture occurred intra-operatively or post-operatively. Implants were sent to hospital pathology department.

Manufacturer narrative:
Several attempts were made to retrieve implants from hospital pathology department, but devices were not returned to ascension orthopedics. Therefore, evaluation was not possible.